Event description:
It was reported the insulin pump was alarming no delivery alarm during manual prime. Customer's blood glucose was 136 mg/dl. Alarm and possible causes were explained to the customer. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing, insulin did exit. Customer was advised to rewind the device, reinsert reservoir and run manual prime. Customer stated she preferred changing out the reservoir. Customer daughter was walked through prime process and device was working fine. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.